Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: ventilator shows technical fault 231007 and 231008. 231008 (o2 valve leak) / 231007 (o2 controller flow high) . No patient involvement.